Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received and the reported mechanical issue was not confirmed during return device analysis. With the lock lever in fully advanced position, an attempt was made to open the clip to invert by fully rotating the arm positioner to the counter-clockwise direction; the clip remained locked without issue. This was performed twice with the same results. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported mechanical issue (clip opened) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening when locked. It was reported that this was a mitraclip procedure to treat grade 3-4 mixed etiology mitral regurgitation (mr). The first mitraclip was inserted and ready to be deployed, but when the clip lock was tested during the final arm angle test, the clip opened to an inverted position. The troubleshooting steps were followed, but the clip opened again. This occurred three times before the undeployed mitraclip was removed from the patient and replaced with a new one. Mr was reduced to grade 2 with one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.